Manufacturer narrative:
On 08/09/2019, mentor became aware that patient also suffered right breast ptosis. As a result, the patient underwent bilateral explantation on (B)(6) 2019. Hence, field d7 explantation date has been updated. On 08/15/2019, the mentor failure analysis lab received the device for evaluation. 08/26/2019, device evaluation was completed. Device evaluation summary: during visual evaluation a crease was observed in the posterior view. Leak testing revealed a tear within the crease measuring approximately 0.1 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant products: left side; 525cc mentor smooth round moderate profile; catalog number: 3501685; lot number: 242363. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent revision breast augmentation with 475cc mentor smooth round moderate profile and was presented with right side breast implant deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.